Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating that it is difficult to insert the cutter into the device. The device was not being used ruing surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.